Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the piston does not move while attempting to bolus with the device. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of responding. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected failed battery test alarms noted. Insulin pump received with all buttons responding properly. No button anomalies noted. The backlight working properly. Insulin pump received with cracked case at display window corners.